Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report clip open while establishing final arm angle (efaa). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 mixed mitral regurgitation (mr) with a dilated left atrium. During establishing final arm angle (efaa) test for the first clip, the clip opened approximately 30 degrees. The clip was removed with no reported issue. During establishing final arm angle (efaa) test for the second clip, the clip opened approximately 30 degrees. The clip was removed with no reported issue. Two other clips were implanted with no reported issue, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during establishing final arm angle was not confirmed during returned device analysis. A review of the lot history record did not indicate a lot-specific quality issue. Additionally, a review of the complaint history did not indicate a lot-specific product issue at this time. Based on the available information, a cause for the reported clip opening during efaa could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).